Event description:
Neoadjuvant chemotherapy was started and was uneventful. The next round of chemotherapy that was scheduled two weeks later was not given as the patient felt intense pain when the port was accessed by the chemotherapy nurses. A vascular access study was performed and it was confirmed there was a reservoir leak. Notes from the operative report that occurred a week following the patient having pain upon accessing the port document: preoperative diagnoses: difficulty with chemotherapy port access and question chemotherapeutic extravasation, rule out port malfunction. Postoperative diagnosis: intact chemotherapy port with difficult access. Procedures performed: removal of chemotherapy port with pocket revision and new port replacement. The or reported: "patient here for port removal due to confirmed leak of port. Apparently, five days before the initial chemotherapy was started the port was accessed with good blood return, but became questionable during usage and was aborted."